Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a laparotomy- colonic anastomosis procedure, the doctor fired the device stapler while creating a side by side anastomosis. He fired the stapler, and then used his scalpel to transect between the staple lines prior to opening the stapler. However, once he opened the stapler, the noticed the stapler fired but did not deploy any staples at all. It was the initial firing of the stapler. A different device was used to complete the anastomosis and complete the procedure. There were no patient consequences reported.